Event description:
It was reported that patient stimulation was ¿going crazy.¿ the patient meant by that was she was going to the bathroom a lot more than she should be. The patient had to wear disposable underwear. The patient stated the symptom started after she had hip surgery on (B)(6) 2014. The patient stated that when she got home from the hospital she wasn¿t making it to the bathroom. The also mentioned that since she did not have the programmer because it was lost or stolen she was unable to increase stimulation. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant: product ID 3093-28, lot# va06j7n, implanted: 2013-(B)(6), product type lead. Product ID 3093-28, lot# va06j7n, implanted: 2013-(B)(6), product type lead. Product ID 3708220, serial# (B)(4), implanted: 2013-(B)(6), product type extension. Product ID 37746, serial# (B)(4), product type programmer, patient. (B)(4).